Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there a large volume folfusor was leaking from an unspecified location. The leak was observed during storage of the device prior to patient use. There was no patient involvement. No additional information is available.